Manufacturer narrative:
A ge service rep performed an on site investigation but was unable to duplicate the problem. The interconnect cable and the high voltage cable were inspected for wire problems and none were found. The system was tested and operates as intended.

Event description:
The customer reported, the 9900 system left live monitor was displaying black circles during fluoroscopy. Rebooting the system did not clear the problem. Another system had to be used to complete the case. No pt injury was reported.